Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system to assess a stored non-sustained ventricular tachycardia (nsvt) episode for noise vs. Ventricular tachycardia (vt). Upon review, lead measurements were stable and technical services (ts) suspected that vt had occurred. Additionally, an undersensed beat was identified. Technical services (ts) reviewed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.